Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer was in the hospital. Customer had been experiencing high blood glucose and believed the insulin pump had a delivery anomaly. It was stated that the insulin pump is not delivering as much insulin as programmed. No issues were found with the priming process. The customer went to the hospital to get some tests and was over treated by the nurse. Customer's spouse also reported that the insulin pump has scratches from wear and tear and it is cracked at the battery compartment. He also stated that the display was blank. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.